Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that data issue was observed on the device. The transmission was initiated with no alert posted. Clearing old device information was suggested. Since the device was near elective replacement indicator (eri), the device will be scheduled for replacement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020. The patient was fine throughout the procedure.

Manufacturer narrative:
The reported field event of data problem was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.